Event description:
It was reported the customer was hospitalized for diabetes ketoacidosis. The settings on the insulin pump revealed that alarm history and programming were correct. Mother believes the customer may have an infection, which may have caused high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.